Event description:
Generator received footswitch errors. The footswitch cable was changed and the case was finished with no pt consequence. The cable was later tried on a different generator, causing the same error.